Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit received an alert 113. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, e, f, g, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control). Patient temperature was 37.1c, target temperature was 36c, water temperature was 30.1c, flow rate was 2.8lpm. System hours was 4571, pump hours were 4179, chiller temperature (t4) was 4.2c, mixing pump command was 100 percent. Mis explained this device would need to go to biomed. Mis advised to be sure to empty pads before removing patient from device. Mis have biomed contact bd on monday to work out repair. Biomed returned call on 19dec2022, biomed wanted to coordinate sending in device for repair and obtaining a loaner. Nurse sent device from intensive care unit (ICU) with message about issues with patient temperature regulation and water temperature staying too high. Notes from nurse call to mi show alert 113 (reduced water temperature control) not cooling with mixing pump being the issue. Biomed would like to send the device in for 2000-hour service and a loaner. Per the customer via phone on 30dec2022, biomed stated there was no patient injury reported. Biomed was unaware if patient was able to complete therapy. Biomed stated the device should be in transit to depot. As per sample evaluation results received on 19jan2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the l-tube and double l-tubing appear distended or expanded, however water flow was not impeded. It was noted that the l-tube and double l-tubing will be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting alert 113 (reduced water temperature control). Patient temperature was 37.1c, target temperature was 36c, water temperature was 30.1c, flow rate was 2.8lpm. System hours was 4571, pump hours were 4179, chiller temperature (t4) was 4.2c, mixing pump command was 100 percent. Mis explained this device would need to go to biomed. Mis advised to be sure to empty pads before removing patient from device. Mis have biomed contact bd on monday to work out repair. Biomed returned call on 19dec2022, biomed wanted to coordinate sending in device for repair and obtaining a loaner. Nurse sent device from intensive care unit (ICU) with message about issues with patient temperature regulation and water temperature staying too high. Notes from nurse call to mi show alert 113 (reduced water temperature control) not cooling with mixing pump being the issue. Biomed would like to send the device in for 2000-hour service and a loaner. As per the customer via phone on 30dec2022, biomed stated there was no patient injury reported. Biomed was unaware if patient was able to complete therapy. Biomed stated the device should be in transit to depot.